Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pain and discomfort in his left hip causing unnecessary and additonal surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distess, loss of enjoyment of life, metallosis exposure and other unjuries presently undiagnosed. Patient could not have known that he was injured by exessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work.

Event description:
Litigation papers allege: pain and discomfort in his left hip causing unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. Patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.